Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving 2,000 mcg/ml unknown baclofen at a dose of 634.4 mcg/day via an implantable infusion pump for intractable spasticity. It was reported that a motor stall was seen at initial interrogation. The patient had not recently had an MRI. The pump event logs showed that multiple motor stalls and recoveries had occurred, beginning on (B)(6) 2018. The patient was having a lot of spasms and they would have to send her to the emergency room. No further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the hcp did not know why the pump stalled.